Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal infumorph 1 mg/ml at 0.75 mg/day. The indication for use was spinal pain. The patient's medical history included chronic pain and being overweight. On (B)(6) 2016, the patient's daily dose was increased from .5mg to .75mg. The patient became drowsy on the night of (B)(6) 2016 and progressively unresponsive on (B)(6) 2016. The patient went to the emergency room for treatment of unresponsiveness. The managing hcp asked that a company representative go to emergency room to decrease pump settings to minimum rate. The order was on the chart in the emergency room and under supervision by emergency room physician. Pump settings were changed to minimum rate .0064mg/day. Surgical intervention was not planned and did not occur. Actions/interventions taken included oxygen therapy, ivs, usual and customary lab work. The patient's status was "alive - no injury." The issue was not resolved. It was also noted that the patient was septic from a urinary tract infection.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the ER medical doctor (md) paged "nas" and described the patient as catatonic and wanted the pump turned to minimum rate. It was indicated that the patient had a recent uti and pneumonia and had been taking oral medication as well per the patient's caregiver. The caregiver described the pill as "tens" but unknown type of drug. It was reported that the patient was given narcan from the ER nurse. The symptoms were described as fluctuating as coming on "every few hours when the pump kicked on and would improve when the pump stopped" but it was noted that the pump was on simple continuous dose. Another representative also reported that "it appeared the patient had self-medicated" as a cause of the patient's drowsiness and unresponsiveness. It was noted that no further contact from the clinic was received and that the pump programming was provided to the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.